Event description:
It was initially reported that the patient was unable to enter MRI mode, upon further investigation the system diagnostics recorded high impedances on the lead. The patient still had effective therapy. Additional information was received stating the patient's ipg was at end of life. And it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096529.